Event description:
Customer reports via phone that during an undetermined urology procedure, the image was degraded with a dark spot on the image. Staff brought in a portable c-arm fluoro unit to completed the procedure, pt was fine. Customer would not provide any further info, and hung up the phone. No reported injury.

Manufacturer narrative:
Field service engineer (fse) went on site to investigate a report of the fluoro image was too dark to see on the left table monitor. Fse found no problem with the monitor, but replaced left side monitor. Fse verified proper operation according to hydravision dr system service checklist qssrw14.1 and returned the unit to the customer for service.